Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
The tf augment was revised due to appearance of fracture on the x ray pre op. Once the op was under way the tf augment was confirmed to be fractured. The cup had not ingrown, a screw appeared to punch the poly liner out making the hip unstable. The pinnacle shells coating had been rubbed off where it made contact with the augment, please note the augment and shell were not connected with either a layer of cement or connecting screw. 15 feb 2016- update: the xray was taken due to pain and an unstable hip. Revision was taking place as the cup had moved and was not stable the poly liner was also out of the shell.the revision was due to an unstable hip, debris of metal particals and also another op that may not have been needed if the shell and tf augment had worked.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.